Manufacturer narrative:
Based on the current information provided, the cause of the reported post-operative (post-op) symptoms and subsequent complications is reported to not be related to the system and instrumentation; however, specifics regarding the exact nature of the complications and how they could have been associated with the procedure remains unclear. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is considered a reportable event due to the following conclusion: after a da vinci-assisted right colon procedure, the patient experienced post-operative (post-op) complications and a second, open, procedure was performed to repair a leak that was ¿located in the posterior of the anastomoses that was initially performed. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported after a da vinci-assisted ¿right colon¿ procedure, the patient experienced post-operative (post-op) complications and a second, open, procedure was performed to repair a leak that was ¿located in the posterior of the anastomoses that was initially performed¿. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a da vinci-assisted right hemicolectomy procedure that was completed on (B)(6) 2021, the patient experienced post-operative (post-op) symptoms of no bowel movement, fluid in the abdomen, and abdominal pain. A second, open, procedure was completed on (B)(6) 2021 where it was identified that there was an anastomotic leak. The anastomotic leak was observed where the surgeon had originally placed a suture as part of the planned initial da vinci-assisted procedure. It was reported that, in the da vinci procedure, the surgeon had planned and placed a suture and did so ¿from top to bottom and then from bottom to top¿. However, the suture tore so the surgeon got a new one and re-sutured over the torn suture to close the anastomosis as part of the planned surgical procedure. The surgeon suctioned and cleaned the area and had examined the closure and everything ¿looked good¿. There was no report of a system malfunction. There is no allegation of a stapler, vessel sealer, or other instrument malfunction. The surgeon stated that the system and instrumentation worked as expected and intended. The surgeon said: ¿it¿s not the fault of any instrument; I guess I didn¿t close it off good enough¿. During the second, open, surgery, the surgeon ¿repaired the bowel and performed a new anastomosis that was connected to the transverse colon¿. There have been no reports of post-operative complications after the second procedure had completed. The patient was reported as doing well.

Manufacturer narrative:
As part of a legal complaint, it was alleged that "[the patient] was admitted to [the hospital] on (B)(6) 2021 for a right hemicolectomy procedure. During that surgery, a sureform 45 stapler was employed by the surgeon to create an anastomosis between [the patient's] small intestine and the remaining portion of her colon." The complaint continues " on (B)(6) 2021. [The patient's] surgeon discovered that an anastomotic leak had developed at the posterior side of the previous ileocolic anastomosis. In other words, the anastomosis had not completely sealed the surgical site. Because of the anastomotic leak, there had been feculent discharge into [the patient's] abdomen. On (B)(6) 2021. [The patient] was again placed under general anesthesia and after cleansing her abdomen and surrounding area of feculent discharge, the surgeon repaired the anastomotic leak to achieve anastomosis. [The patient] was returned to intensive care in reportedly stable but critically ill condition. On (B)(6) 2021. [The patient] was again placed under general anesthesia and underwent another surgeon to remove a large hematoma and ascites from her abdomen, and to control bleeding from the previous surgical site. [The patient] remained a patient [at the hospital] until she was discharged on (B)(6) 2021." The legal complaint alleges that the sureform 45 stapler used during the da vinci-assisted procedure was "defective in design because it departed in a material way from intuitive's design specification in that the stapler would push the tissue which was intended to be stapled distally away from the jaws of the stapler so that it would not be secured when the stapler was fired. That is why the anastomotic leak is believed to have developed."

Event description:
Refer to h10/h11 for follow-up information.